Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of procedural imagery and device photographs revealed that the sheath liner was torn longitudinally. The sheath was not fully expanded as the delivery system did not make it through to the distal end of the sheath. The delivery system shaft was bent outwards out of the sheath, kinking out the point. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. Complaint history review from may 2019 to april 2020 for the edwards esheath (all sizes and models) revealed no other returned product complaints for the first reported issue. Complaint history review revealed other returned product complaints for the second reported issue. A review of the complaint history revealed that the complaint occurrence rate did not exceed the april 2020 control limits for the appropriate trend categories. Per IFU and training manuals correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. As a part of pv testing, an expander is inserted through the sheath to confirm that the liner expands as designed. Pre- and post-expansion testing, the sheath shaft liner is visually inspected for physical defects and damage, including for torn liner. Furthermore, if a torn liner is observed during pv testing, the entire lot is scrapped. In this case, the complaints were confirmed based on provided case imagery and the device photographs. Without the devices, the presence of a manufacturing nonconformance was not able to be confirmed. A definite root cause was unable to be determined due to unavailability of relevant imagery/patient information. However, review of complaint history suggests patient/procedural factors (e.g. Angle of insertion, vessel diameter, tortuosity and degree of calcification) may have contributed to the reported resistance during the advancement of the delivery system and valve. Excessive force and/or device manipulation were likely applied to overcome the resistance experienced during the delivery system insertion through the sheath. This increase in force and device manipulation may have consequently led to the liner becoming punctured, especially if within a potentially tortuous and calcified access vessel. Although a definite root cause was not able to be determined, procedural factors (excess force, device manipulation), in addition to patient factors (access vessel calcification, tortuosity) may have contributed to the reported resistance and liner puncture. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend category and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral valve replacement procedure, a 29mm sapien 3 valve was deployed in the tricuspid position by transfemoral vein approach. Resistance was encountered during the advancement of the commander delivery system and valve through the 16fr. Esheath. Due to the additional push force applied, the delivery system and valve ¿perforated¿ the esheath and delivery system protruded into the inferior vena cava (ivc). Review of the procedural imagery and post procedure device photographs revealed the valve and delivery system protruding completely out of the esheath while the sheath was in the access vessel. The delivery system and valve were pulled back into the esheath and the entire system was withdrawn. No injury to the vessel occurred. A new esheath, delivery system and valve were prepared and successfully deployed. No consequences to the patient were reported. At the time of this report, the patient had been discharged and was doing well. Information regarding the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided. The initial esheath, delivery system and valve were discarded and will not be returned for evaluation. The second valve remains implanted in the patient.